Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2005 to treat stress urinary incontinence and pelvic organ prolapse. An obturator sling was used on an undefined date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Vaginal prolapse. Additional narrative: it was reported that the patient experienced vaginal prolapse in 2005 and had another mesh product implanted. In (B)(6) 2007 she developed mesh erosion and had a repair procedure.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-00325. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 11/27/2019. Corrected information:- manufacturing site name (B)(4). Additional narrative: it was reported that patient underwent concurrent total vaginal hysterectomy procedure. It was reported that patient underwent revision of mesh on (B)(6) 2013 due to recurrent rectocele. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.